Event description:
It was reported that a loss of connection occurred. The receiver was evaluated. An external physical visual inspection was performed and passed. Charge and boot testing was performed and passed. A receiver pairing test was performed and passed. Data does not reflect on incident date in receiver download so a loss of connection was not found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.